Event description:
The customer reported that when the device was powered on, it froze for approximately one minute and was unable to provide defibrillation therapy in this time. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a failure of the single board computer assembly.